Event description:
It was reported that the left ventricular (lv) lead was explanted due to infection with sepsis. No additional adverse patient effects were reported. This report reflects info received by FDA in the form of a notification per 803.22 (b)(2).